Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that the patient experienced rectocele, cystocele, fecal incontinence, and urethral hypermobility. It was reported that the patient had surgery in (B)(6) 2006 for mass in abdomen/removal of tumor and ovaries. It was reported that the patient had surgery around the approximate date of (B)(6) 2008 for repair of rectocele, repair of internal anal sphincter, reconstruction of the perineal body, and reattachment of the perineal body to the recto-vaginal septum. It was reported that the patient had back surgery in (B)(6) 2009. It was reported that the patient had a spinal cord stimulator inserted in (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013.